Event description:
On (B)(6) 2011 patient underwent routine generator change. The replaced device was a mdt, sor. Device was checked by the hospital's resident cardiac technicians prior to removal, rv threshold appeared to be 1.5v @ 0.6ms. Device was replaced with the new device but upon checking the device post-wound closure, the rv threshold was 3.1 v @ 0.6ms. Output was increased to 4.5 v @ 0.6ms. Pt was in apvs rhythm. Technicians recovered previous device history and this indicated the rv threshold had previously been tested around 2.0 - 2.5 v @ 0.6ms. Physician was certain he connected the leads to the new device correctly. Physician was happy to leave the device with the higher rv output. (B)(6), australia. Dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).